Event description:
The device was used during a tah. Reportedly, 6 days post-op the suture broke and dehiscence of the incision occurred. The pt had experienced heavy post-op vomiting after the initial procedure.